Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases, brown particles material was found on the gel and one extended opening. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified opening extended is found with the following conditions: sharp edge on anterior assessed as unidentified (tear) opening, crease sharp on posterior assessed as fold flaw opening, stress marks and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: -a opening extended is found with the following conditions: sharp edge on anterior assessed as unidentified (tear) opening, crease sharp on posterior assessed as fold flaw opening. Additional, changed, and/or corrected data: d.9, h.3, h.6

Event description:
Healthcare professional reported a right side rupture, capsular contracture, baker grade iii and an exchange from textured to smooth breast implant due to the patient¿s concern with the product. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: patient's concern with the product and capsular contracture baker grade unknown.

Event description:
Healthcare professional reported a right side capsular contracture baker grade unknown and an exchange from textured to smooth breast implant due to the patient¿s concern with the product. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.4., b.5., d.6b., g.2., h.6.